Event description:
It is reported that the patient was revised due to a fractured stem.

Manufacturer narrative:
Evaluation summary: the implant date is unk, so a time to failure cannot be determined. Neither operative notes nor x-rays are available for review. The orientation and fit of the devices per the surgical technique is unk. It is unk if adequate proximal support was achieved at implantation. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and unk original implantation leaves the potential for this event to be related to the issues for which zimmer initiated a voluntary device correction of the labeling of zmr porous revision hip prosthesis and zmr revision taper hip prosthesis in (B)(6) 2011. A field action was conducted on 10/24/2011 in which zimmer updated the associated labeling to provide further instructions, particularly as it relates to ensuring full proximal support is achieved. A conclusive cause for the event described cannot be determined at this time. (B)(4). It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Manufacturer narrative:
The device history records review could not be performed for the zmr stem as lot code is unk. The device history records review for lot code associated with the proximal body, confirmed that is a standard rework lot, which identifies devices from 7 finished goods lots that were unpackaged, etched with a rework lot number, repackaged, and sterilized. The original finished goods lot of the zmr body is unk.

Manufacturer narrative:
This report will be amended when our investigation is complete.